Event description:
The customer reported that her insulin pump alarmed. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to perform the prime test as a result of a loose drive support disk.